Manufacturer narrative:
Concomitant product: product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer via a manufacturer representative reported that the patient had a right shoulder replacement in (B)(6) 2015. In late (B)(6) 2015 they had a change in therapy and sudden intermittent shocking and sharp stimulation in the right shoulder and scapula area. In (B)(6) 2015 this shocking and sharp stimulation moved to the patient's right armpit area. In (B)(6) 2015 the shocking and stimulation progressed to stronger stimulation. However, in (B)(6) 2015, the right armpit stimulation suddenly stopped and the patient was no longer feeling stimulation. The patient's impedances were tested at 0.7v and 1.5v and all contact pairs showed >20,000 ohms on contacts 0 through 7. The device was reprogrammed for a 2x8 lead configuration and the electrode impedances were tested at 3v with all impedances showing >40,000 ohms. The implantable neurostimulator (ins) was on but the patient was still not feeling stimulation. The patient was programmed with electrodes 3 and 4 as cathodes and electrode 6 as an anode with a 1,000 microsecond pulse width and a frequency of 40hz. Turning off adaptive stimulation was reviewed. There were no trauma or falls associated with this event. No causes, interventions, or outcome were reported with this event. Further follow-up to obtain this information was attempted but was unsuccessful. If additional information is received, a follow-up report will be sent.